Manufacturer narrative:
(B)(4)

Event description:
The nurse did a ballooning test before use. During the test, the cuff was not inflated and air was leaked from the cuff.there was no patient involved.

Manufacturer narrative:
(B)(4)